Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for occipital neuralgia. It was reported that the programmer comes on for ten minutes then shuts off or goes on for 2 hours then shuts off. The patient said the charge won't last long and it goes completely dead. It was confirmed the patient was referring to their ins not lasting long. Sometimes it won't charge, and coupling boxes come up blank. The patient tried to start a charging session and saw eri (elective repair indicator). The patient had 8 coupling bars after bypassing the eri message then it went to 0; however by the end of the call the patient had good coupling. No symptoms reported at this time. No further complications reported and/or anticipated at this time. Additional information was received from the manufacturer representative who reported that they became aware of the eri/poor communication/coupling in (B)(4) 2018. Troubleshooting performed related to eri/poor communication/coupling was by pushing any button to continue charging which resulted in patient being able to charge normally. Cause of eri/poor communication/coupling was determined that the patient needed to move forward with a battery replacement. Eri/poor communication/coupling has been resolved. The patient's weight at the time of event was (B)(6). No further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance was not determined. A replacement was not yet scheduled. No further complications were reported.